Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal dialysis infection. The peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and treated with an unspecified anti-inflammatory drug injection (no further details). At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing ¿at the early stage and withdrawal at the later stage during the hospitalization¿. No additional information is available as the reporter declined follow up.